Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using an insulin pump with an infusion set and cartridge nearing depletion, with a reported glucose of 276 mg/dl and upward trend; the user replaced the infusion set and supplies and subsequently reported stabilization of blood glucose after inserting a new set in the thigh. Symptoms included elevated blood glucose without other reported symptoms. Outcomes included no medical intervention, no back-up therapy, and no ketone testing, with resolution after supply change. Investigation included troubleshooting and education with follow-up confirmation of stabilization after infusion set change. Investigation of this case revealed no alarms or device malfunctions reported, no visible site issues or bent cannula on removal, and that hyperglycemia resolved after the set and cartridge change, which supports a supply or infusion issue of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear.